Event description:
It was initially reported that the physician's handheld was giving a sql error. The physician was upgraded in (B)(6) and this issue did not start until (B)(6) . The company representative confirmed there were no issues with the upgrade and a new flashcard was used for the upgrade. Good faith attempts for product return have been unsuccessful to date.